Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25mm amplatzer cribriform occluder was selected for an implant using a 9f amplatzer trevisio intravascular delivery system. During the procedure, after the insertion release of the left disc into the left atrium, the disc remained convex, bulbous and not adherent to the septum. The disc was recaptured and released again, but it kept the malformation. The device was totally removed from the patient and opened again on operative table, but it kept the malformation. No interaction with cardiac structures during deployment and no angulation or kink noticed in the delivery system. The device was changed and the procedure was completed successfully. The patient is stable.

Manufacturer narrative:
An event of device deformity was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. It was indicated that a 9f (larger than recommended) delivery system was used during the procedure. The cause of the reported incident could not be conclusively determined but could have been as a result of the use of a larger than recommended delivery system as the use of a larger sheath may influence deformations. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note that the recommended size delivery system for a 25mm amplatzer cribriform occluder per the instructions for use, is an 8f.